Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.

Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200525 - file-2020-00026 - analysis_and_closure_report_resp-2020-00603.pdf].

Manufacturer narrative:
Upon reception, the reported issue could not be reproduced. It was observed that the programmer could not boot up, most probably due to the aging of the power supply board. The power supply board was changed and the programmer could boot up normally. In addition, abnormal display was observed on the screen due to a worn out cable.

Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.